Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that it was found during a training that the cardiosave intra-aortic balloon pump (iabp) had a bend yolk at helium connect and helium is hissing.

Event description:
It was reported that during a training the cardiosave intra-aortic balloon pump (iabp) had a bend yolk at helium connect and helium was hissing. There was no patient involvement.

Manufacturer narrative:
Updated field - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h9, h11. Corrected field - b5, b6, b7, d10, e3, h6( health effect ¿ clinical code and health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the high pressure helium regulator (0103-00-0637). The fse performed a full calibration and tested the unit to manufacturer's specifications. The iabp was returned to the customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code), h11.